Manufacturer narrative:
The subject device had not been returned to olympus medical systems corp. But was returned to olympus (B)(4). The subject device was sent to a third party laboratory for additional microbiological testing. In the result of the additional microbiological testing, the subject device tested positive for micrococcus (3 cfu/endoscope) and scn (1 cfu/endoscope), but the testing result cleared (B)(6) guideline. The manufacturing record (DHR) of the subject device was reviewed without irregularity related to this event. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that as a result of microbiological testing by the user facility, the subject device tested positive for the microbes as follows: on (B)(6) 2019: total: staphylococcus warneri(3 cfu) and staphylococcus epidermidis(19 cfu). On (B)(6) 2019: the instrument channel: micrococcus luteus(1 cfu); the suction channel: no microbial growth; the air/water channel: staphylococcus aureus(170 cfu/110ml). The subject device had been brushed manually using a non-olympus cleaning brush(nova light system, ref: cj-kedb-230-06) and disinfected manually with peracetic acid (anioxyde 1000). After reprocessing, the subject device was stored in a storage cabinet (anios). There was no report of patient infection associated with this report.